Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a lost sensor alarm and a missing cannula after removing the sensor. The customer reinserted a new sensor and it worked. The customer stated that he did have difficulty when removing the introducer needle, and that it did hang a bit. The customer was informed that the cannula could have retracted. The customer's blood glucose reading was 317 mg/dl. The customer stated he had high blood glucose levels during lunch and he bolused to correct it. The customer declined to troubleshoot for the high blood glucose level, and stated he would monitor his levels. The customer's sensor was replaced, however, the sensor was not returned because the customer threw it away.